Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional could not interrogate this pacemaker. Technical services assisted in troubleshooting but were unable to complete an interrogation. Additional information from the field representative provided the interrogation had failed because the wand on the programmer used in this interrogation was broken. The field representative confirmed there were no issues with this pacemaker. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional could not interrogate this pacemaker. Technical services assisted in troubleshooting but were unable to complete an interrogation. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.